Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had main arm could not communicate with the motor arm error alarm detected. Troubleshooting for insulin pump error was not performed. Customer had high blood glucose all day. Customer was assisted with troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.